Manufacturer narrative:
(B) (4).

Event description:
Procedure: lap cholecystectomy. According to the reporter, while the surgeon was dissecting the tissue, one side of the jaw broke and fell into the pt's abdominal cavity. The surgeon removed that part from the pt and changed to a new instrument. There was no report of pt injury.